Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis with blood glucose levels above 900 mg/dl. The customer stated that she was unconscious when she was admitted. Troubleshooting was performed. Found multiple no delivery and motor error alarms. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.